Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this notification and completed its investigation. The reported complaint was confirmed. The cannula was found to exhibit a weld defect. When compared to an in-house cannula, the shaft was found to be slightly out of position, which was likely attributed to the confirmed defect in the weld. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci procedure, the curved cannula was noticed to be broken. The bowl was misaligned and the welding was defective. There was no report of fragments falling into a patient. No patient injury or adverse event was reported to have occurred.